Event description:
We switched to medline industries for our liver transplant packs a couple of months ago. Medline industries was given a list of sterile items for a liver transplant pack. Medline receives the drainage depot nephrostomy bag by merit. Approximately one month later, it was discovered by operating room staff that the nephrostomy bag was not marked sterile. This nephrostomy bag was sent unsterile by merit and placed in the pack then labeled sterile by medline industries. These unsterile nephrostomy (catalog number mdd600p) bags were mixed with sterile items inside the pack and also at times placed on the sterile field during the surgical procedure. We have identified 12 patients that could have received this pack with an unsterile item and infectious disease and infection control are now following these patients. (Sterile nephrostomy bag catalog # mdd600).